Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device data was analyzed. Boston scientific technical services (ts) reviewed the data and found that power consumption was increasing in a gradual fashion. Device replacement was recommended within 62 days. This device remains in service. No additional adverse patient effects were reported.